Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 425cc saline breast implant, catalog # 3501670, lot number unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction revision with two mentor smooth round moderate profile 425cc saline breast prostheses and complained of deflation post-procedure. The patient noted that the left device has deflated, but the deflation of the right device is only suspected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the device on the patient's right side.